Event description:
Information received from the field notes that an attempt to interrogate the device was unsuccessful. The patient was in atrial fibrillation and in a sinus rhythm above 50 bpm with a few paced beats at 50 ppm. There was no change in the intrinsic rhythm with magnet application.